Event description:
The preventive maintenance on the unit can't be performed due to the medivators pm kit part shortage. Mfg: medivators, inc. Cantel model: advantage plus adv-1008. Reference report #mw5115699, #mw5115700.